Event description:
Infant monitor found to be on warning for hr alarm mode. Monitor #19 was not showing crg/ alarm trends. Biomed update: biomed work order was called in regarding this device (ceid 699975). Biomed was not notified at the time that an ivos was written / would be written on the device, so the device was not sequestered properly as it should have been. The device was therefore repaired and put back into service.